Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review as the pt has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) winterthur legal department is well trained and passes all info concerning the case to our complaint handling department. As soon as supplemental info becomes available and updated report will be submitted. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The pt is pursuing a product liability claim. It was reported, that a biolox opt hd adpt 12 14 32mm was implanted on (B)(6) 2013 on the right hip. The pt underwent a closed reduction on (B)(6) 2013 due to dislocation of the device.